Event description:
Boston scientific crm received info that during the attempted implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, this pt experienced electro-mechanical dysfunction (emd) post shock during defibrillation threshold testing. Subsequently, the pt was transferred to the operating room (or) where the pt received further intervention, including an invasive procedure in an attempt to stabilize. It was later reported that the pt did not recover, but passed away.

Manufacturer narrative:
Not returned. As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional info becomes available, this event will be updated.